Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the green stapler 45 reload(s) involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. In addition, the root cause of the patient¿s post-operative complication is unknown. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No system errors related to stapler reload recognition were found to have occurred during the surgical procedure. A total of 9 green stapler 45 reloads were fired and completed successfully using 2 stapler 45 instruments. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line bleed. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgical staff encountered a stapler 45 reload recognition issue. The initial reporter claimed that the surgical staff had to manually select each reload. In addition, the initial reporter indicated that the blade of a stapler 45 reload had not cut clean and tissue was left on the blade. On post-operative day #1, the patient reportedly returned to the surgeon due to bleeding identified on one of the staple lines. No other clinical information was provided.